Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One opened, used partial kit with lid stock identifying the reported item, and lot# was returned for evaluation. Visual evaluation of the kit showed two broken drug vials, two used needles stuck in the foam block (one which was attached to a syringe with fluid in the barrel), a catheter out of the pouch, and a used rusty spinal needle with no guard. There was no inner tray, sponges, drapes, etc. Returned. The kit tray was opened and used, and any foreign contamination is not confirmed to be related to any manufacturing or packaging process. The returned kit tray had been opened and used. Therefore, any reported foreign contamination (moisture or rust) is not confirmed to be related to any b braun manufacturing or packaging process. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: when customer opened the tray there was moisture all over everything and all the metal was rusted. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.